Event description:
Male pt affected by hepatocellular carcinoma underwent surgery on 6 jan 1998. Abdominal angiography revealed multiple tumor stains in the bilateral lobes of the liver and for this reason pt received in 1998 the 3rd transcatheter arterial embolization(tae) with epirubicin, lipiodol and spongel(doses unknown). After that pt developed fever which resolved. On 22 nov 1998, fever was 40 degrees c and MRI showed periportal abdominal intensity which indicated edema in the periphery of glisson's capsule. Pt was diagnosed to have sepsis caused by ischemic cholangitis, pt developed multi organ failure but recovered. Afterwards, pt developed hepatic abscess in the bilateral lobes of the liver for which percutaneous transhepatic abscess drainage was performed. The final outcome of the event was not reported. The pt had undergone transcatheter arterial embolization using epirubicin twice without developing adverse events as those occurring in the third tae. The reporting physician assessed the events as unassessable and commented as follows: "in this case, bile duct ischemia might have become more grave, since the blood flow around the bile duct, which is usually maintained when conducting tae was obstructed due to the surgery." Tae in 1998 was performed with farmorubicin 10mg, lipiodol ultra-fluide 2ml and gelfoam. The pt developed ischemic cholangitis and then respiratory and renal failure which progressed to multiple organ failure. Pt was intubated. Pt was treated with immunoglobulin and antibiotics for ischemic cholangitis and with heparin and gabexate mesilate for disseminated intravascular coagulation. On 28 nov 1998 pt was recovered from multiple organ failure. Afterwards, pt developed hepatic abscess(initially reported as one of the events). In nov 1999, the pt died of the underlying carcinoma. Accordingly, the reporting physician left "ischemic cholangitis" as the only adverse event in the follow-up. The reporting physician reported the final outcome of the event as "recovered with sequela" and assessed the causality of farmorubicin as possible(slim possibility), physician commented as follows: the event occurred after tae in the state that blood flow through para-biliary artery to the liver was cut off due to bile duct resection. It could be considered that the ischemic cholangitis might have been caused by cutting off of blood flow into hepatic artery due to the resection of bile duct, rather than by medication. It does not seem to much likely that the event occurred as an adverse drug reaction to farmorubicin. However, the reporting physician did not completely rule out the association with farmorubicin. Case comment: this pt developed ischemic cholangitis and sepsis followed by hepatic abscess but the info received do not clarify the case. The co considers epirubicin possibly related to the cholangitis and the hepatic abscess. On the other hand, in this case other causes, such as the invasiveness of the tae procedure, the previous surgery and the underlying disease can be related to the onset of the reported symptoms(ischemic cholangitis and hepatic abscess). The possiblity of "cholangitis" after intra-arterial chemotherapy with epirubicin is known and reported in the epirubicin core data sheet.